Event description:
It was reported that while seeing the pt, the reporter could not get her handheld computer past the align screen. She stated that it was plugged in prior to trying to get the interrogate screen, but now it's unplugged and it won't go past the align screen. Troubleshooting was performed, but the problem persisted. Product has been requested, but has not been returned to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.